Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced esophageal ulcer that required hospitalization. Patient had an esophageal ulcer which was confirmed on the day following the procedure (on (B)(6) 2026). The erosions have almost resolved as of on (B)(6) 2026. The patient required extended hospitalization and was discharged on (B)(6) 2026. At the time, the qdot micro catheter was used without any issues, and the procedure was completed without problems. The ablation sites were the pulmonary veins. The physician stated that the safety of qdot micro catheter was well understood. When the procedure was reviewed together using the review study, impedance drops and temperature values were checked, and none were found to deviate from the defined thresholds; therefore, no issues were identified. As the patient¿s esophagus was located very close to the left atrium, the physician commented that this event might possibly be patient-related.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31846772l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).